Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. This complaint could not be confirmed for a leak. The sample was sent to the manufacturer for evaluation and could not be confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report is the result of a customer contacting baxter. The customer reported that during prefilling, the nurse noted the arterial port which was connected the aqualine tubing set was leaking. The hemofilter was checked and a crack was found on the arterial port. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.